Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer service provided information on resetting the pump and assisted the caller in performing the reset, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact support again if the issue reappeared, which they acknowledged and understood.